Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. The customer declined troubleshooting with tandem technical support. Reportedly, the pump settings needed adjustment. Customer is consulting with healthcare provider to discuss diabetes management.